Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 08-feb-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date 08-feb-2024 listed on smartsolve due to insufficient data in the trace/history files. Unable to verify daily total of basal/bolus and all insulin delivered on the customer's event date (around first week of (B)(6)) due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 08-feb-2024. Please see below for pump errors/alarms noted 1 week prior to the ss event date of 08-feb-2024 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: on (B)(6) 2024 22:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 22:26:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:27:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:28:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:28:46.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 22:29:34.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:30:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. On (B)(6) 2024 22:34:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:44:33.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:46:16.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:47:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. On (B)(6) 2024 22:49:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: on (B)(6) 2024 23:24:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: on (B)(6) 2024 23:40:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Please see below for pump errors/alarms noted 1 week prior to the customer's event date (around first week of march) in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2024 02:01:00.000 replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2024 11:32:00.000 on (B)(6) 2024 11:42:00.000 insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2024 11:44:34.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 2:34:58 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment. The following were also noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported, occluded, no delivery/occlusion alarm. The customer reported hyperglycemia with blood glucose value of 637 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay, emergency room visit, no treatment, IV insulin drip (intravenous insulin infusion). Customer reported the following led up to the event: due to repeated insulin flow block alert even after changing the set. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-399a. Troubleshooting was performed and found that customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. The customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. The insulin exits the tubing. No further patient complications were reported. The customer will discontinue using the insulin pump. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-399a.